Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated lead revision procedure, the left ventricular lead exhibited high impedance measurements and was noted to be damaged. The lead was explanted and replaced. The patient was in stable condition before, during and post surgery.